Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced no sensor detected alert leading to early sensor removal.

Manufacturer narrative:
The customer complaint could not be confirmed as sensor communicated throughout the in-vitro qc test as well as during the connection to the app through a transmitter. The potential root cause of the inability of the customer's sensor to be detected at all time may be its depth of insertion. As part of resolution, the RMA was authorized to offer the user a sensor replacement. Per the case note update, the sensor was indeed inserted too deep, causing the interference with signal strength. D2. Product code changed to qhj. D9. Device available for evaluation? Yes; 15 march 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.